Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to remove the component and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/3/1998- supplemental report sent to FDA. Additonal data entered in d9. Device evaluation indicated and codes entered in h3 and h6.